Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 had multiple medication jams including a pad lock key. A field service engineer (fse) identified all lights were on and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure was observed. Drawers 7.1 and 7.2 were not detected on the bus and failed to open. Attempts to recover the drawers were unsuccessful. The system was hard rebooted, however the issue persisted and the drawers remained nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.